Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and identified failure mode was multiple hardware malfunction. The field service engineer inspected instrument and replaced ise buffer valves, reference valve, mixer motor and ise tubing which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrodes) sodium (na), potassium (k), and chloride (cl) patient results on cell 2 of their au5800 clinical chemistry analyzer. The customer did not provide patient demographics. The customer provided example of two (2) patient results.